Manufacturer narrative:
This MDR is being submitted electronically on 05/09/2016 and references accriva diagnostics' complaint number (B)(4). A child case referenced by accriva diagnostics' complaint number (B)(4) captures the hemochron signature plus instrument ((B)(4)) which was used during in this case. I attempted to submit an emdr for this product problem on (B)(6) 2016. After I logged on to (B)(4) and entered my user name and password, the system prompted me to change my password. I did so. However, my log on attempt using my user name and new password generated an error message: "state error there is a problem with your session. For security reasons, you must close your browser window and log on again to continue accessing your resources. To log on again, you must restart your browser." I contacted the (B)(4) help desk (B)(4) and was issued ticket (B)(4), which is still open. Correspondence with various help desk technicians on (B)(6) led to a recommendation to upgrade my citrix receiver software. I was instructed load version 4.1, which could not be done througth the citrix. Website. I was then instructed to load version 4.2, which again could not be done. Because the submission was due on (B)(6) 2016, I submitted a paper copy of the MDR via (B)(6) overnight deleivery. The cover letter that I sent with the paper MDR is attached. On (B)(6) 2016 I received a letter from (B)(6), division director of the cdrh's division of postmarket surveillance dated (B)(6) 2016. The letter informed me that the paper copy of the MDR could not be accepted. An electronic copy of that letter is attached. The original cover letter and MDR was also returned with the letter. So, this MDR is submitted electronically today. Please note that the technical information on emdr does not address the issue I had with wths access during the period of (B)(6) 2016. (B)(4). Actual device not evaluated. Process evaluation was performed. No ncrs or other anomalies related to the complaint were identified. No capas or trends were identified with the j103 test device. (B)(4). No results available since no evaluation performed. (B)(4). Device not returned. Accriva diagnostics has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.

Event description:
A customer complaint involved a patient of unspecified age, gender and weight receiving low-dose heparin and being monitored with a hemochron signature plus and aptt system during extracorporeal membrane oxygenation (ECMO). During the procedure, clots were observed to have formed in the ECMO circuit. Test units from the affected lot of hemochron jr. Aptt reagent cuvettes were inspected. In some devices, the reagent was mispositioned or absent from the test channel. If a cuvette from the affected lot of j103 devices were used to perform a test and the aptt value were to be reported, the result would be erroneously high. One possible root cause of blood clots forming in the ECMO circuit is the administration of subtherapeutic doses of heparin. The clinical circumstances in this case may have contributed to the reported event. No electronic quality control test results were reported and no liquid quality control tests were performed. No serious injury or other medical complication was reported, but a serious adverse event could be realized if this medical device malfunction were to reoccur.